Event description:
It was reported that the display on the insulin pump was missing segments. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube.